Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent l tkr on (B)(6) 2023 with pcl retained. Patient had limited range of movement post op - 0-70 deg, knee wouldn't flex. Patient revised on (B)(6) 2023, pcl removed, scar tissue removed, and new insert of the same size used. Post revision range of movement is 0-120 degrees. (B)(4).